Manufacturer narrative:
This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Event summary: a pump and an outflow graft with unknown serial numbers were not returned for evaluation. The reported "abnormal parameters" event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that thrombus was diagnosed via CT in the outflow graft. Based on the limited information available, there is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the available information, a possible root cause of the "abnormal parameters" event may be attributed to thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: heartware ventricular assist system ¿ outflow graft, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku, device available for eval: no, mfg date: unk, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ventricular assist device (vad) exhibited abnormal pump parameters. The patient was hospitalized with symptoms of heart failure and outflow graft thrombus that was diagnosed via computed tomography (CT). The patient was treated with intravenous (IV) anticoagulation medications. The vad and outflow graft were exchanged. No further patient complications were reported as part of the event. This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.